Event description:
See MDR# 3006425876-2012-00004 and MDR #3006425876-2012-00003 for the first and second events involving the same pt. It was reported that an insertion attempt was made using a new cv-15802 kit and again the tissue dilator was introduced to a depth of 1-1.5cm. Again, the dilator started to "block slightly" - resistance was felt. After removing the dilator, they discovered the tip was "divided" into a few parts and deformed. As a result, a fourth kit was opened and the dilator was introduced smoothly. The catheter was placed successfully for the pt. There was no delay in treatment, no pt death, and no pt complications were reported.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.